Event description:
Consumer alleges that the seat upholstery has been loosening gradually from the side frames. It is allegedly almost detaching and consumer is afraid of falling out of the chair. Consumer alleges that she is within the weight capacity of the chair. No injury is alleged.

Event description:
Consumer alleges that the seat upholstery has been loosening gradually from the side frames. It is allegedly almost detaching and consumer is afraid of falling out of the chair. Consumer alleges that she is within the weight capacity of the chair. No injury is alleged.

Manufacturer narrative:
(B)(4) - follow-up #001 - initial pr #(B)(4) issued mfg report #9616091-2011-00027. The component, seat upholstery, part number 8881091655, was returned for evaluation. Product was approximately 3 months old at the time of the incident. The holes where the seat attaches were elongated. This typically occurs due to a load placed on the seat causing the holes to elongate. The additional damage to the seat is most likely due to user abuse. (B)(4) has been initiated for this issue. Model trex2 serial number/date code (B)(4) is approximately 11 months old. The user manual part number 1110546 rev f (aug-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model trex2 serial number/date code (B)(4) is approximately 11 months old. The user manual part number 1110546 rev f (aug-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.